Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Investigation has been initiated and it was identified that the product returned belongs to zimmer manufacturing instead to biomet manufacturer. A previous report was submitted under with incorrect MFR number 0001038806-2021-00305.

Event description:
It was reported that the implant was removed due to a peri-implantitis. Also fracture noticed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative a unk zimmer implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fracture on the collar. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction could not be verified for peri-implantitis and is non-verifiable however, the device malfunction did occur and the reported event was confirmed for fracture.